Event description:
Reported blood glucose results of "88 mg/dl and 130 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The strips had already been used and control solution expired so that quality control testing could not be performed. Control was sent.